Manufacturer narrative:
(B)(4). Information unavailable. The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was that during a low anterior resection procedure the device wasn't able to make a proper staple formation and the surgeon couldn't grasp tissue by using its closing trigger. No patient consequences reported.

Manufacturer narrative:
(B)(4). Damaged cartridge. Two device were received for analysis. Device (a) was received in good visual condition and with one reload loaded in the device. The reload was received fully loaded with staples, with the washer uncut and with the drivers and knife recessed below the cartridge deck. The device was tested for functionality with the returned reload and it fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the cartridge lockout were functional, and the device fired without any difficulties. There was resistance felt while trying to close the device or forward the pin manually. However the device did fire as intended. The reload was disassembled to verify the condition of the internal components, and the cartridge cap was noted to be damaged. It is possible that a higher interaction between the retainer pin coupler and the cartridge cap is resulting in the increase of force needed to move the pin distally and ultimately higher forces are required to close the device. Device (b) was received in good visual condition and with one reload loaded in the device. The reload was received fully loaded with staples, with the washer uncut and with the drivers and knife recessed below the cartridge deck. The device was tested for functionality with the returned reload and it fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the cartridge lockout were functional, and the device fired without any difficulties. There was resistance felt while trying to close the device or forward the pin manually. However the device did fire as intended. The reload was disassembled to verify the condition of the internal components, and the cartridge cap was noted to be damaged. It is possible that a higher interaction between the retainer pin coupler and the cartridge cap is resulting in the increase of force needed to move the pin distally and ultimately higher forces are required to close the device. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.